Event description:
The customer reported that a spo2 saturation alarm was not called on a vseries monitor configured for alarm watch notification. The alarm was called on the primary monitoring device but not on the configured monitor being used for remote monitoring. No patient injury was reported.